Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Top case was found cracked. Motor not running found in pump event history log. Occlusion test were unable to duplicate the reported problem. Root cause was unable to be determined due to not being able to duplicate the reported problem. Actions were taken to mitigate the reported issue: replaced warm coupling bushing, wavy washer and removed debris for preventive purposes.

Event description:
It was reported that the device motor is not running and software would not load. No patient injury was not reported.